Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking due to hole (unspecified location). This was noted during use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufactured between: june 1, 2018 to june 3, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.